Event description:
The facility was demonstrating a sit to stand device equipped with an optional, wipeable safety belt. While demonstrating the function of the safety belt, the strap that secures the belt to the device frame, ripped at the seam. No injuries were reported as a result of the incident. Handicare have received another complaint of a similar nature and therefore has made the decision to initiate a voluntary recall of the wipeable return belt.